Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was unable to clear the alarm. Multiple attempts were made by tandem technical support to follow up with the customer, however no response was received.